Event description:
It was reported that there was a loudspeaker error. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a loudspeaker error and it was provided that the speaker had no sound at all. The field service engineer (fse) went onsite and determined that the speaker was defective. The fse changed the speaker to resolve the issue. E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).